Event description:
During laparoscopic ventral hernia repair, the ethicon staplers would not staple into tissue, or they would jam in the device, or they would eject 2-3 staples at a time. The surgeon use 3 different staplers. The third stapler worked as it should and the surgeon completed the procedure without complications. The patient did not sustain any injury. The 3 staplers were all from the same lot numbers.